Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not receiving a parasthesia sensation, only a motor response, with the implantable neurostimulator. The pt's device was reprogrammed, but the pt still had muscle twitching in the arm and hands." The pt also experienced some drooping of the head. It was reported that an impedance check showed one head electrode to be high, but that electrode was not used in the device programming at that time. The pt's healthcare provider (hcp) ordered a x-ray of the cervical area. No results were provided as of the date of this report. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available. See also manufacturer report # 3004209178201108816 for info related to the pt's concomitantly implanted neurostimulator system.